Manufacturer narrative:
(B)(4). Investigation - evaluation a review of the complaint history, device history record, documentation, instructions for use (IFU), specifications, and trends was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Under patient selection "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. Pre-existing regions of stenosis/narrowing have been shown to increase the risk of a thromboembolic event. Patients with poor outflow or a hypercoagulable may be at an increased risk of a thromboembolic event. " general use states" reposition the iliac leg graft if necessary to ensure internal iliac patency, a minimum overlap of one stent, and a maximum overlap of 30mm within the main body endovascular graft. Potential adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis: improper component placement; incomplete component deployment; component migration; occlusion." The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number due to this product only having one per lot. According to the image review, "limb thrombosis was likely the result of transient kinking of an already moderately narrowed limb lumen. Although the left cia origin stenosis was significantly improved after endograft limb angioplasty, the lumen was still moderately narrow within the stenosis. Acute limb angulation at the stenosis was insufficient to cause kinking however ipsilateral gate termination just superior the stenosis increased the tendency for the limb to kink with motion." The image review shows that the patient experienced kinking of the left leg, which resulted in thrombosis. Ultimately sizing is up to the discretion of the patient¿s physician and may be based on different factors specific to the patient and procedure. The most likely root cause of the kinking and thrombosis is patient condition since significant findings relative to the patient¿s anatomy were observed and related to the event. The occlusion was discovered during routine follow up. Follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patient¿s with a graft leg lumen of less than approximately 5 mm ID may be at an increased risk of a thromboembolic event (e.g. Graft limb occlusion). Re-intervention (e.g. Noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event¿. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
New information received (B)(6) 2016 from the cook medical clinical specialist stated that a trans-luminal dilation (balloon angioplasty), was performed. The patient had a balloon angioplasty on table after the evar graft (left zsle) was implanted during the initial surgery. There was an area of narrowing noted during the CT review prior to the surgery and we dilated this area after the evar graft was implanted. The occlusion was discovered when the patient became symptomatic 7.5 months post-op.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the patient had a left limb complete occlusion (no flow) of the zsle that was implanted 7.5 months post endovascular aneurysm repair (evar). Reportedly this occurred ¿even though a prophylactic tld was done on the evar limb intraoperatively." The contra-lateral limb (left) was completely thrombosed. The patient had a balloon angioplasty in the operation room at the completion of the evar procedure on the affected side. Reportedly the patient has developed pain and claudication. The complaint form indicates that another procedure was necessary but the type of procedure is not specified at the time of this report no additional information has been provided regarding patient outcome or any additional procedures.